Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer (fse) identified that the module board was faulty and replaced the board to resolve the issue of the device. Customer verified that the drawer was operating correctly. Preventive maintenance was performed. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was not detected on bus and failed to recover. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was not detected on bus and failed to recover. The customer stated that this malfunction caused a delay to the patient care. As per part investigation, it was determined that the drawer not detected on bus issue was due to thermal damage to component u300 on the full height cubie pmc board, resulting in loss of communication and preventing proper drawer functionality. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis; the reported condition of ¿drw 3 not detected on bus¿ was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order # (B)(4), the fse reported that the module board was discovered to be faulty after diagnosis. The customer verified that the drawer was operating correctly after the board was replaced. The report was closed. During dchu visual inspection: pn 151903-01: the ¿pcba fh cubie pmc¿ was received with signs of thermal damage on component u300, no other issues were observed during visual inspection. During dchu testing: pn 151903-01: no dchu testing was required due to the thermal damage observed during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue was identified as thermal damage to component u300 on the full height cubie pmc circuit board (pn 151903-01), resulting from an electrical failure. This damage compromised the communication and control signals responsible for managing the drawer which prevented from recovery and proper functioning.